Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): iit was reported that patient underwent mesh revision and removal on (B)(6) 2012 for recurring infections, bleeding, pain and incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent a rectocele repair, perineal reconstruction, pubovaginal sling revision, and cystoscopy on (B)(6) 2012 due to vaginal mesh exposure and posterior vaginal prolapse. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/14/2016.